Event description:
As reported, the pt had difficulty removing the right contact lens from his eye. The practitioner stated the pt made several attempts at removing the contact lens causing a minor subconjunctival hemorrhage in the pt's right eye. The practitioner also stated that the subconjunctival hemorrhage resolved without treatment and the pt switched to soft contact lenses. The pt was able to remove the left contact lens without any issues.